Event description:
During a previously scheduled service call, the stm noted the safety disk for the cs300 intra-aortic balloon pump (iabp) was expired. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The getinge service territory manager (stm) that encountered the issue replaced the expired safety disk to resolve the issue. Full pm, calibration, safety, and functionality checks were completed per the service manual and passed to factory specifications. The iabp was returned to the customer and cleared for clinical service upon completion.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). During a previously scheduled service call, the stm noted the safety disk for the cs300 intra-aortic balloon pump (iabp) was expired. There was no patient involvement, and no adverse event reported.

Event description:
During a previously scheduled service call, the stm noted the safety disk for the cs300 intra-aortic balloon pump (iabp) was expired. There was no patient involvement, and no adverse event reported.